Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue, the ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 282 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the patient's wife believes the ventilator seems to be giving too much pressure causing elevated pip readings. There was no patient harm associated with this reported event, the patient was placed on a back-up ventilator.